Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incorrect script was selected. Potential causes of unintended stimulation are incorrect programming parameters, change in posture or proximity of electrode to target nerve resulting in stimulation of nerves outside of the target nerve, stimulator electrical failure, interference from other electro magnetic sources and interference with a non-stimwave device. The stimulator is used to treat pain. The cause of the unintended stimulation and discomfort is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported unintended stimulation ("zingers") while their stimulator was on as well as off. A revision was discussed with the provider, but at this time the patient and clinician would like to continue to work on programming to see if we can prevent the unintended stimulation from taking place. The device has not migrated since the last x-ray was taken on (B)(6) 2022. Patient is still experiencing discomfort and will get some therapy from stimulator, but they are also experiencing unintended stimulation down the leg on the lateral side. Patient is currently keeping a log of their symptoms that are discussed daily with the clinical representative and will review with the provider in a week or so to go over next steps. Erosion was not confirmed.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incorrect script was selected. Potential causes of unintended stimulation are incorrect programming parameters, change in posture or proximity of electrode to target nerve resulting in stimulation of nerves outside of the target nerve, stimulator electrical failure, interference from other electro magnetic sources and interference with a non-stimwave device. The stimulator is used to treat pain. The cause of the unintended stimulation and discomfort is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported unintended stimulation ("zingers") while their stimulator was on as well as off. A revision was discussed with the provider, but at this time the patient and clinician would like to continue to work on programming to see if we can prevent the unintended stimulation from taking place. The device has not migrated since the last x-ray was taken on (B)(6) 2022. Patient is still experiencing discomfort and will get some therapy from stimulator, but they are also experiencing unintended stimulation down the leg on the lateral side. Patient is currently keeping a log of their symptoms that are discussed daily with the clinical representative and will review with the provider in a week or so to go over next steps. Erosion was not confirmed. Additional information was obtained on january 24, 2023. A revision procedure was performed on (B)(6), 2023 and the patient no longer feels "zingers."